Event description:
It was reported that after implanting this lead, all test parameters were abnormal. The next day, upon re-opening the patient, it was discovered that the lead had dislodged and when examining the lead, there was found to be tissue in the helix that was blocking the lead from attaching to the myocardium. The lead was successfully explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned.